Event description:
The customer contact reported the patient received less medication than intended. At an unspecified time, the device was programmed to deliver vancomycin 1250 mg/250 ml, at a rate of 125 ml/hr, with a vtbi (volume to be infused) of 250 ml, for a duration of 2 hours, and the delivery was started. It was reported that 2 hours after the delivery was started, the nurse noted the medication container still had 150 ml remaining instead of the expected empty container. At that time the nurse reprogrammed the device with a vtbi of 150 ml and the delivery was restarted. No further programming parameters were provided. After an unspecified length of time, it was reported that 50 ml was still remaining in the medication container. The device was removed from clinical service. The customer contact reported no alarm conditions during the delivery. The customer contact indicated the delivery took 5 hours to complete instead of the expected 2 hours. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received (B)(4) 2014. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.